Event description:
The account alleges that a patient was found on the floor in the patient's room. The account alleges that the patient position mode was armed and all siderails were up with the exception of the left foot siderail. There was no injury reported.

Manufacturer narrative:
The technician was unable to duplicate the alleged issue. The device performed as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.